Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported on (B)(6) 2026 that the patient presented with grade 4 mixed mitral regurgitation (mr), calcified and degenerated valve for a mitraclip procedure. During the procedure, a mitraclip was successfully implanted. An attempt was subsequently made to deploy a second mitraclip. However, during this attempt, the first clip had single leaflet device attachment (slda) from the anterior leaflet. The second clip was removed from the anatomy due to difficulty encountered during leaflet grasping and capturing. Per the physician, slda was due to the degenerated tissue. The mr remained unchanged post procedure. There was no clinically significant delay or adverse patient effects reported.